Manufacturer narrative:
No additional information is available. If additional information becomes available, the report will be updated at that time.

Event description:
Boston scientific received information that the left ventricular (lv) lead exhibited increased threshold measurements with loss of capture along with phrenic nerve stimulation. The lv lead also exhibited high out of range pacing impedance measurements of greater than 2500 ohms in all configurations. A fracture was suspected but not confirmed. The physician opted to reprogram the cardiac resynchronization therapy defibrillator (crt-d) to no longer have lv pacing, thus eliminating the crt portion of the device. No adverse patient effects were reported.

Event description:
Additional information was received that a revision procedure was performed where the left ventricular (lv) lead was surgically abandoned and another manufacturer's lv lead was successfully implanted. The cardiac resynchronization therapy defibrillator (crt-d) remained in service and no additional adverse patient effects were reported. It was noted that prior to the procedure an x-ray was taken which did not show any significant findings.